Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. In addition, it was reported that an occlusion alarm occurred and a cartridge alarm (cartridge alarm 1) occurred. The customer's blood glucose level was 386 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.